Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to remove the cartridge and inspect the o-ring, clean the pneumatic tap area, and ensure the cartridge was securely attached. Customer successfully completed the load process and resumed insulin delivery.